Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's stimulation had moved and may need reprogramming. The hcp also stated that the patient indicated that from the time the patient could feel intermittent twitching in the left thigh/hip, but with the migration they felt it in their back and left shoulder. There were no further symptoms or complications reported or anticipated.